Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has a low battery alert on (B)(6) 2016. He changed the battery and the next day; when he was at work, he noticed the battery icon was full but then screen went blank. The customer stated the display did return but it has been going blank intermittently. The customer also reported that he experienced high blood glucose. He noticed there were 34.1 units of insulin before he went to bed and in the morning, the amount was the same and blood glucose value was 419 mg/dl which he treated with insulin pen. The customer also reported receiving multiple no delivery alarms. The customer stated the insulin pump has not been dropped or exposed to moisture and does not have damage or corrosion. The customer was advised the battery cap would be replaced, to monitor the device and revert to back up plan until the battery cap replacement arrived if the display does not return.